Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the health care provider (hcp) replaced the patient¿s implant system on the day of the report ((B)(6) 2017) for a newly available product and also to get full body MRI compatibility. The manufacturer representative indicated that when they tested impedance all electrodes were in the 700 ohm range except 1 at 9000 ohms and then the hcp closed up the patient. In recovery they tested impedance again and they got a few more electrodes that showed ¿avoid.¿ the reference impedance when they tested again was electrode 0: 1, 6, 7 ,8, 9, 12, and 13 showed do not use with 40k ohms, 2 at 40k showed orange, 3 at 18310 ohms, 4 at 14640, 5 at 10770, 10 at 40k, 11 at 17420, 14 at 18210, and 15 at 14940 ohms. Reference electrode 3 showed 4 at 930 ohms, 5 at 1140, 10 at 790, 11 at 2550, 14 at 310, 15 at 840, 0 at 18310, and 1, 2, 6, 7, 8, 9, 12, and 13 were >40k ohms. The patient was programmed with 11-, 14-, and 15+ which provided good coverage. The manufacturer representative was going to monitor and check again at the follow-up appointment to see if the high impedance were temporary or not. It was noted that the hcp did put the new lead where the old surgical lead had been placed which caused potential for some scar tissue in the area too. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-jan-17 reporting that the cause of the high impedances was not confirmed. The patient did not attend the first follow-up appointment due to a family emergency. On 2018-jan-17 the hcp notified the manufacturer representative that the patient loved their stimulator and reported that everything was working fine for them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(4) 2017 reporting that the follow-up appointment was scheduled for monday (december). Patient weight was asked but unknown. No further complications were reported.